Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), acne ("inflammatory acne") and depression ("worsened depression"). At the time of the report, the menorrhagia, acne and depression outcome was unknown. The reporter considered acne, depression and menorrhagia to be related to essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.